Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the screen on/quick bolus button issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.